Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted arteriotomy closure with the perclose device after an interventional procedure. Resistance was met and the device could not be removed. Although the lever was moved several times to ensure foot parking, the resistance remained. The puncture site was stretched with forceps to take the device out. Closure was achieved with compression. No additional information available.